Event description:
It was reported that the surgeon has expressed concerns with accolade tmzf stem in regards to the trunion. He has experienced the head impinging on the neck of the stem causing trunninosis. The case involved a very large head size on the stem (40mm+) which could lead to the head impinging on the stem.

Manufacturer narrative:
It was noted that the device is currently implanted. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding corrosion involving a cocr head was reported. The event was not confirmed. -device history review: the reported device was manufactured and accepted into final stock with no discrepancies. -complaint history review: there have been no other events for the reported lot ID. Conclusions: the exact cause of the event could not be determined as information such as pre- and post-operative x-rays as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
It was reported that the surgeon has expressed concerns with accolade tmzf stem in regards to the trunion. He has experienced the head impinging on the neck of the stem causing trunninosis. The case involved a very large head size on the stem (40mm+) which could lead to the head impinging on the stem.